Manufacturer narrative:
The reported complaint was confirmed. Per data log analysis, on (B)(6) 2018, they were still running 1.20 software on the gas system. When calibration was attempted this at 7:11 am, calibration failed the fraction of inspired oxygen (fio2) knob range test. This will make the gas system ¿knob adjust only¿ (sliders will not work). It is unknown if this was noticed because they tried to adjust the blender using the central control monitor (ccm) sliders at 8:07 am. This is a known intermittent with version 1.20, fixed in 1.30. Usually when this happens just re-calibrating will resolve it. They calibrate a second time and all looked good again at 8:20 am. Per the user facility's biomedical technician, the field service representative (fsr) upgraded all of their modules to 1.30 software version. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Data logs were returned to the manufacturer on 21-may-2018.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) had low oxygen (o2) delivery and did not pass calibration. A second calibration was initiated and passed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.